Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated that he received a shock and flew himself to the hospital via helicopter. A review of the device data noted two episodes of anti-tachycardia pacing (atp), one which accelerated the rhythm. The patient was admitted to the hospital and was going to see a cardiologist. No adverse patient effects were reported.